Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal vip was selected for use. Nine hours later, the patient experienced late internal bleeding. The patient was transferred to ICU and the patient lost a large amount of blood. The patient received blood transfusions and has transferred out of ICU. The patient has recovered. The patient was taking 600mg of plavix.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.